Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and gradually increasing and high impedance. The rv lead was capped and replaced. The patient further reported that their right atrial (ra) lead is no longer working since the rv lead replacement procedure and that no reading could be got from the ra lead at all. The patient also reported that the physician suspects that they may have hooked up the capped rv lead to the atrial port in error. It was also reported that reprogramming occurred. No patient complications have been reported as a result of this event.